Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic gastrectomy, the needle came off the thread and fell into cavity. The needle was safely retrieved. The procedure was completed with manual suturing. The status of the patient is no problem.